Manufacturer narrative:
Correction: product code was corrected from jdi to lph. Reported event: an event regarding fretting and infection involving an accolade stem was reported. The event was confirmed for fretting by clinician review and not confirmed for infection. Method & results: product evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which noted, " no clinical or pmh, no dated serial x-rays, no surgical pathology or laboratory reports, no report of subsequent revision surgery, no examination of explanted components. Based upon the information available for review, the translated revision operative note appears to confirm the event description of "wear of the trunnion", but insufficient information is available to create a medical report for this case." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot and sterile lot referenced. Conclusions: it was reported that patient had a revision due to infection, during cleaning operation wear of the trunnion was noticed. The available medical records were provided to the consulting clinician for a review which noted that no clinical or pmh, no dated serial x-rays, no surgical pathology or laboratory reports, no report of subsequent revision surgery, no examination of explanted components. Based upon the information available for review, the translated revision operative note appears to confirm the event description of "wear of the trunnion", but insufficient information is available to create a medical report for this case. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc/CAPA. The event for infection was not confirmed nor the cause be determined as insufficient information was provided. Further information such as medical documentation and returned devices are needed. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. H3 other text : device not returned.

Event description:
Hip revision. Patient have indication of infection. During cleaning operation wear of the trunnion was noticed.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Hip revision. Patient have indication of infection. During cleaning operation wear of the trunnion was noticed.